Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was something in the channel of the uretero-reno fiberscope. The issue was identified during an inspection prior to the patient entering the room, and there were no reports of any patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the bending section glue was lifted and there is foreign material inside the channel. A root cause could not be identified. Based on the results of the investigation, the investigation findings do not provide a definitive conclusion about the cause of the reported issue due to inappropriate material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.